Event description:
It was reported that the right ventricular lead fractured and had high impedance. There was also a lead warning for out of tolerance impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the defibrillation conductor was fractured. It was noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, there was a tip seal observation and there was tissue on the helix. The analyst noted that the lead appears to have been implanted with a bend in it at the fracture site.